Event description:
It was reported that a patient's right ventricular lead saw an increase in its pacing impedance. The lead was surgically replaced on (B)(6) 2022. The patient has since been discharged.